Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose and having trouble keeping it above 50mg/dl. The mother stated that she wants to make sure the insulin pump is not the issue. During the call, it was found that the customer was hospitalized twice with low blood glucose. Advised the mother to have the customer call back when he is feeling better to troubleshoot the insulin pump. No further information was provided.